Manufacturer narrative:
Our field service engineer (fse) examined the compressor on site. During the inspection, fse noticed that the water did not go down to the drainage valve and also confirmed the burnt main inlet. The problem was solved by replacing the drainage valve and the mains inlet. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the compressor did not work properly due to defective drainage valve and burned mains inlet. There was no patient harm. Manufacturer's ref. #: (B)(4).